Event description:
It was reported that the patient presented in clinic with automode switch (ams) episodes. Upon investigation, it was revealed that ams episodes were triggered due to noise on the atrial lead. Insulation anomaly was suspected; however, no breach in the insulation was seen physically. Lead electrical measurements were normal. The lead was capped and replaced on (B)(6) 2017. Patient was stable prior, during and post procedure.